Event description:
It was reported via clinic notes for the patient's replacement that as of (B)(6) 2018 the patient's seizure frequency is worse, by 50% in the past three months. It was stated that the patient's vns stopped working since his last visit. No surgical intervention has been reported to date. No additional relevant information has been received to date.